Manufacturer narrative:
Block a1: meshc-20210929-e0242196 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06635.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6), 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain (hip); painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury surgical interventions: on (B)(6), 2014 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: corrective surgery - partial removal. On (B)(6), 2018 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: total removal of mesh due to pain, erosion and incontinence - unable to locate half the mesh. Nonsurgical treatments: on (B)(6), 2011 the patient commenced pain medication: tramadol 300mg-400mg per day for the treatment of: pain. Treatment duration: 10 years. On (B)(6), 2014 the patient commenced pain medication: amitriptyline (endep) as required. Treatment duration: 7.5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain (hip); painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Surgical interventions: on (B)(6) 2014 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: corrective surgery - partial removal. On (B)(6) 2018 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: total removal of mesh due to pain, erosion and incontinence - unable to locate half the mesh. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: tramadol 300mg-400mg per day for the treatment of: pain. Treatment duration: 10 years. On (B)(6) 2014 the patient commenced pain medication: amitriptyline (endep) as required. Treatment duration: 7.5 years.